Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the scope had error message and blurry image that delayed the case for 45 minutes. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the following damage/defects were found during the inspection of the optics: bent shaft, kink in the shaft, incrustations on the distal cover glass, twisted light connection, incrustations/residues on the entire optical surface. The customer's statement scope had error message and blurry image can be confirmed. The imaging of the optics is negatively affected by severe incrustation/adhering residues. Furthermore, the optics shaft is severely bent and has a kink in the middle section. The light connection is loose and cannot be separated from the connection adapter. There are deposits/incrustations of unknown origin on the entire surface of the optics. The condition of the optics can be described as poor. The damage/defects found on the optics are not due to a manufacturing/production error. The damage was caused by clinical use and clinical reprocessing. This event is filed under internal complaint ID (B)(4).